Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Analysis noted the setscrew was loose/detached. Distal conductor blood/body fluid (not obstructed). The helix would not function at this time because of the dried blood in the distal conductor. No anomalies were found that would contribute to the reported sensing issue. Full lead returned and analyzed.

Event description:
It was reported through follow up with the physician office that the patient went in for a lead revision due to low r-waves. The lead was removed and a new lead was implanted. The device was replaced because the setscrew did not align properly, and would not engage the new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The manufacturing date has been requested, and will be forwarded when received.